Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had not charged the ipg for several year and the ipg was deemed inoperable. Surgical intervention took place wherein the ipg was replaced and effective therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.